Event description:
The device was applied during a vats lobectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported that not pt injury occurred.